Event description:
Sofamor danek lt lumbar cage placed in patient. The md was notified by the company that the cage did not go through the final step of the sterilization process. The md informed the patient. The patient did not wish to have the implants removed at this time.